Event description:
Discordant, falsely low sodium results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s) because they failed the delta check, indicating that the results did not match previous results from those patients. The samples were rerun on an alternate dimension vista instrument and resulted as expected. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist aligned the integrated multisensor technology (imt) probe. The tsc specialist then dispatched a siemens customer service engineer (cse) to the customer site. The cse removed the imt module to clean debris from the rotary valve, then reinstalled the imt module and aligned the imt probe. The imt system was primed and calibrated. The cse ran a system check, which passed, and quality controls, which resulted within range. The cause of the discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.